Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that, when the patient woke up this morning, her blood glucose level was rising and when she looked at the site, the infusion set's tubing was ripped from the infusion set (tubing disconnected from the set) while she was sleeping. The patient experienced diabetic ketoacidosis as well. Moreover, the site location was patient's thigh, and the pump was on patient's hip. Further, the infusion had been used for less than a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.